Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During interrogation, several vt/vf episodes were seen unresolved due to inappropriate hv therapy delivered by the ICD. The vt/vf episodes resolved on their own. The device has been reprogrammed to resolve the hv therapy issue. The patient is in stable condition.